Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called because he has been having unexplained highs for the last few days. Customer's blood glucose is 300 mg/dl. He stated his doctor made a print of his settings for basal rates and the bolus wizard. The settings appeared correct. Customer also stated he thinks one of his reservoirs was leaking. He stated it seemed like it was leaking and it may have gotten into the compartments. Customer declined troubleshooting because he wanted to speak to his doctor again about his settings. He believed the doctor may have to adjust the settings. Nothing further reported.